Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the implantable neurostimulator (ins) was put in the wrong area. It was reported that they now had more pain from it. The patient stated that ever since the ins was put on the right side, the patient had issues with pain and had been through whole scenarios where nothing was working. The patient had pain in the ins area that had gotten worse since having it implanted in the right side on (B)(6) 2009. Relevant medical history includes failed back surgery syndrome. No intervention was reported in regards to the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.